Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "laser footswitch was not recognized" (no code available). A nurse reported the system would not recognize the laser foot pedal when it was connected to the system. The surgeon was able to complete the case using a back up laser. There was no pt impact reported.

Manufacturer narrative:
A company service rep examined the system. The interface pcb was replaced and will be sent in for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).